Event description:
It was reported that the ilet user contacted support regarding continued use of bg run mode beyond its three-day limit after a non¿ilet-related hospitalization and was advised that bg run mode cannot be extended and that a new sensor connection or backup therapy would be required. No reported adverse clinical effects. Outcomes included education on device functionality and dosing limitations with confirmation that the user would apply a new sensor. Investigation included a customer interview and troubleshooting with education regarding run-mode constraints. Investigation of this case revealed normal device behavior with dosing cessation consistent with design when the bg run mode window expires. It was concluded, based on previously established findings for similar reports, that the cause was use error related to misunderstanding of device operating limits.